Event description:
The customer observed a (B)(6) result for a patient with (B)(6). The following data was provided (B)(6): initial (B)(6). Additional laboratory results were provided: hbeag was 1500 s/co; hbsag was 17,000 s/co. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p87, that has a similar product distributed in the us, list number 07p84.

Manufacturer narrative:
Section e1 - facility name complete entry = (B)(6). The complaint investigation for false nonreactive alinity I anti-hbc ii results included a search for similar complaints, review of complaint text, trending data, labeling, device history records, and in-house testing. Trending review determined no related trend for the issue for the product. Sensitivity testing was performed using an in-house retained kit of lot 31590be00 stored at the recommended storage condition. All specifications were met, and no false non-reactive results were obtained, indicating that the lot is performing acceptably. The clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (biomex seroconversion panel scp-hbv-001 and scp-hbv-004). The seroconversion panel results were compared to architect anti-hbc ii test results provided by biomex. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data, it was shown that the sensitivity performance of the complaint lots is not negatively impacted. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of the alinity I anti-hbc ii, lot number 31590be00, assay was identified.